Event description:
Complaint number: (B)(4).

Manufacturer narrative:
According to the service order report (B)(4) the technician performed as follows: "- cardio help repair, complete pm, full functional, calibration and safety tests as per service manual. Unit passed all tests note: after replacing the connection cable for the disposable I ran the cardio help with my test circuit @ 3,000 rpm's and held at 3.5 lpm's for 24hrs a day for 5 days with no failures. Note: reference trackwise complaint# (B)(4)" venous pressure -500 then the flow stopped" found female side of the connection cable for the disposable was corroded. Replaced the connection cable for the disposable with new lot# 1803235466." This work was performed on 2019-05-03/09/10. According to e-mail received on 2019-09-18 the defective cable was already scrapped and is no longer available for investigation. The most probable root cause could be determined in another complaint (refer to #(B)(4)). Conclusion of life cycle investigation: (see attachment) the surface of the cable-socket was covered with pale residues and oxides, presumably caused by saline fluid (priming fluid). Corrective step during priming procedure would be either a covered socket, keeping it connected with hls or store it at the holder for hls connection cable on sensor panel. Thus most probable root cause could be determined as a cable socket, which is getting wet (presumably caused by saline fluid - priming fluid) during priming. Thus the failure could be confirmed.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was reported, that the venous pressure skyrocketed from "normal" to -500 without apparent cause during treatment. Reportedly the pump shut off. They hand cranked with the emergency drive,while another pump was brought into the ICU. There was no patient issue to report. The new cardiohelp worked appropriately and the "faulty" pump was quarantined. (B)(4).